Event description:
Patient was revised to address loosening of patellar cement mantel for unk reason. Two of the three pegs had sheared off, and poly wear of th patellar component was noted.

Manufacturer narrative:
Evaluation was not possible as no product was returned. A search of the international complaint database did not find any add'l reports of this nature for the product code/lot provided since its respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or add'l information that changes this conclusion be received, the investigation will be reopened.